Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose was 28 mmol/l at the time of incident. The current blood glucose level is 15.9 mmol/l. The customer treated high blood glucose with syringe. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was not wearing the insulin pump when high blood glucose event was reported. The customer reported that the high pressure test was performed and it was passed. The insulin pump will not be returned for analysis.